Event description:
It was reported that the handpiece has a t1 max torque of 98 when the characterisation test was run. No case involved. The results of investigation have pointed out that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece intended for use in treatment, failed characterization test and resulted in high t1 max torque. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece to fail characterization. The root cause of this issue was found to be mechanical component failure.